Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited noise oversensing. Programming changes were performed. The patient was in stable condition.